Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus was not functional. The stylus was found out of electrical specification. Analysis also found the floppy drive was intermittently reading the disk. The system fan and power supply fan were noisy.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the clinician was unable to use the programmer touch screen after an interrogation. The programmer was returned for repair. No patient complications have been reported as a result of this event.